Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a replacement surgical procedure was performed due to a left cylinder aneurysm in an inflatable penile prosthesis (ipp). A new pre-connected cylinder and rear tip extender were implanted. No further information was provided.

Event description:
It was reported that a replacement surgical procedure was performed due to a left cylinder aneurysm in an inflatable penile prosthesis (ipp). A new pre-connected cylinder and rear tip extender were implanted. No further information was provided.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100565756. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected and leak tested, with no anomalies identified. The pump was visually inspected, leak tested, and functionally tested, and likewise, no anomalies were observed. The DHR review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of bulge was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and the analysis results, the reported clinical observation of cylinder - bulge could not be confirmed. Accordingly, a conclusion code of device problem excluded was assigned to this investigation.